Event description:
On (B)(6) 2022, a customer from india notified biomérieux of obtaining a potentially overestimated result when testing a patient sample with vidas hcg 60 tests (ref. 30405, batch number: 1009433300 and expiry date: 15-may-2023) compared to another method. The customer tested a sample from a 25 year-old female who has not received any treatment (upt negative). The customer collected a first sample and obtained the following results with: vidas hcg (ref. 30405, batch number: 1009433300): 685.44 miu/ml. Method cmia (architect) : <1.0 miu/ml. The same sample was tested again with: vidas hcg (ref. 30405, batch number: 1009433300): 763.16 miu/ml. Eclia from roche: 1.2 miu/ml (interpretation <= 5.3: non pregnant). After 5-6 hours, the customer collected a second sample and obtained the following result with: vidas hcg (ref. 30405, batch number: 1009433300): 657.10 miu/ml. To be noted that the calibration of the kit vidas hcg (ref. 30405, batch number: 1009433300) was done on (B)(6) 2022 and was valid. At time of this assessment, there was no evidence of any patient harm or incorrect treatment due to the reported discrepant results. A biomérieux internal investigation will be initiated. Note: reference 30405 is not registered in the united states. The u.s. Similar device is product reference 30405-01.

Manufacturer narrative:
An internal investigation was performed following a notification from a customer from india who obtained a potentially overestimated result when testing a patient sample with vidas hcg 60 tests (ref. 30405, batch number: 1009433300 and expiry date: 15-may-2023) compared to other methods. According to package insert: vidas hcg 60 tests (ref. 30405): "range of expected values in a clinically healthy population with no tumeral pathologies, the following values were found: - men:< 3 miu/ml - cyclic women:< 4 miu/ml - menopausal women: < 13 miu/ml - pregnant women: week of amenorrhoea 4 -5 mean(miu/ml) = 7 400 1 limits(miu/ml) = 500-23 000 week of amenorrhoea 5 -6 mean(miu/ml) = 32 800 limits(miu/ml) = 3 400-135 300 week of amenorrhoea 6 -7 mean(miu/ml) = 52 000 limits(miu/ml) = 10 500-161 000 week of amenorrhoea 7 -8 mean(miu/ml) = 74 000 limits(miu/ml) = 18 000-209 000 week of amenorrhoea 8 -9 mean(miu/ml) = 100 000 limits(miu/ml) = 37 500-219 000 week of amenorrhoea 9 -10 mean(miu/ml) = 105 000 limits(miu/ml) = 42 800-218 000 week of amenorrhoea 10 -11 mean(miu/ml) = 96 000 limits(miu/ml) = 33 700-218 700 week of amenorrhoea 11 -12 mean(miu/ml) = 75 300 limits(miu/ml) = 21 800-193 200 week of amenorrhoea 12 -13 mean(miu/ml) = 66 700 limits(miu/ml) = 20 300-166 100 week of amenorrhoea 13 -14 mean(miu/ml) = 65 900 limits(miu/ml) = 15 400-190 000 2ndtrimester (14-26) mean(miu/ml) = 26 150 limits(miu/ml) = 2 800-176 100 3rdtrimester (26-39) mean(miu/ml) = 27 200 limits(miu/ml) = 2 800-144 400 these figures are given as a guide; it is recommended that each laboratory establishes its own reference values from a rigorously selected population." Eclia method: hcg this is the subunit beta hcg detected. Architect :< 1.2 miu/ml no reference range provided cobas hcg beta subunit eclia: < 0.100 reference range provided on the report: "non pregnant: <= 5.3 post menopausal: <= 8.3 pregnant : refer interpretation note : change in method & reference range weeks of gestation (completed weeks of pregnancy post lmp) range (miu/ml) 5-95th percentile week of gestation = 3 range = 5.8-71.2 (miu/ml) 5-95th percentile week of gestation = 4 range = 9.5-750 (miu/ml) 5-95th percentile week of gestation = 5 range = 217-7138 (miu/ml) 5-95th percentile week of gestation = 6 range = 158-31795 (miu/ml) 5-95th percentile week of gestation = 7 range = 3697-163563(miu/ml) 5-95th percentile week of gestation = 8 range = 32065-149571 (miu/ml) 5-95th percentile week of gestation = 9 range = 63803-151410(miu/ml) 5-95th percentile week of gestation = 10 range = 46509-186977(miu/ml) 5-95th percentile week of gestation = 12 range = 27832-210612(miu/ml) 5-95th percentile week of gestation = 14 range = 13950-62530(miu/ml) 5-95th percentile week of gestation = 15 range = 12039-70971(miu/ml) 5-95th percentile week of gestation = 16 range = 9040-56451(miu/ml) 5-95th percentile week of gestation = 17 range = 8175-55868 (miu/ml) 5-95th percentile week of gestation = >18 weeks range = 8099-58176(miu/ml) 5-95th percentile" to be noted that vidas hcg detects intact beta-alpha form/dimer. The detection of free beta chain is much more can be used as a tumor marker and cannot be compared with vidas method. 1. Device history record the review did not highlight any issue during manufacturing vidas hcg ref 30405 lot 1009433300. There was no CAPA, no non conformity on vidas hcg ref 30405 linked to customer 's complaint. 2. Complaint analysis the complaint analysis did not reveal this issue as a systemic quality issue 3. Test/analysis performed 3.1. Control charts analysis the complaints laboratory analyzed the results of 4 internal samples targeted between <2 mui/ml and 640 mui/ml, on 10 different batches of vidas hcg ref 30405 including customer¿s lot 1009433300. The analysis of the control charts showed that all results are within specifications. Customer¿s lot is in the trend of the other lots. 3.2. Tests performed by complaint laboratory the complaints laboratory tested 4 internal samples with concentrations targeted between <2 mui/ml and 640 mui/ml with the retain kits vidas hcg ref 30405 lot 1009433300. All samples results are within their expected specifications. There is no evolution since the batch released. 4. Root cause analysis and conclusion according to the investigation outcomes, no anomaly was highlighted with the control chart analysis, the analysis of quality data and the tests performed on retain kits vidas hcg ref 30405 lot 1009433300 using internal samples. Customer¿s issue was not reproduced by complaints laboratory during the investigation conducted on internal samples materials. Unfortunately, the investigation did not manage to identify any obvious root cause. Without customer¿s return sample and kit, we cannot pursue further investigation. There is no reconsideration of the performance of vidas hcg ref 30405 lot 1009433300.